Event description:
It was reported that "tulip head popped off xia 3 5.5 x 40mm pedicle screw. Occurred during final tightening. Hospital lost shank end down the sink after case. We still have the tulip head of the poly-screw in (B)(4) office."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.